Event description:
It was reported that the patient presented in the clinic for a follow-up. During the examination, it was found that the atrial (ra) lead and right ventricular (rv) lead had insulation damage due to dislodgement caused by twiddler syndrome. Fluoroscopy and visual inspection confirmed the dislodgement and the insulation damage. Both ra and rv leads exhibited noise that oversensed by device. Both ra and rv leads were explanted and replaced. The patient was in stable condition.